Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called to ask about the low helium, they decided to pull the tank from the second pump and place on the pump with the empty tank, rather than switching pumps. At call back they had already place the tank on the existing pump, but the message still displays ¿low helium¿ while the gauge and icon on the screen show that the tank is full. They confirm that they are in hybrid mode. Customer was asked too remove the tank to check the washer. They actually had 2 washers between the tank and regulator., they had removed one washer and refit the tank. Pump stills displayed low helium until they pressed the fill key and it cleared. The customer called a third time saying pump was again showing ¿low helium¿, with the gauge on full, and the helium icon indicator full. Customer was advised to switch pumps but they have no other pump with a helium tank connected and they cannot locate another tank within the hospital. The pump is working, but they are concerned the may run out of helium even though the gauge shows full. There was no patient harm reported.